Event description:
It was reported that prior to a gynecological procedure, the disposable handpiece was difficult to attach to the front of the motor drive unit. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The report that the handpiece was difficult to attach to the front of the motor drive unit was not verified. A test fixture hand piece was attached several times with no difficulties and the unit ran for ten minutes with no problems. An internal inspection and cpc connector inspection revealed no loose hardware. In addition, review of the device manufacturing records was conducted and the device met all finished goods release criteria.